Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the blown fuse was confirmed, likely caused by the power not turned on due to overcurrent or accidental failure of the fuse body. Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
The customer refused to provide title. Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned that the power cable was exchanged but the issue persisted. The customer added that the cv-180 processor was getting power with no issues. Tac recommended for the clv-180 to be sent to olympus for evaluation and repair. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera ii xenon light source has no power. The event occurred during preparation for use, prior to an unknown diagnostic procedure. There was no patient involvement, no harm or user injury reported due to the event.